Event description:
The customer received a low out of range control result of 74 mg/dl on the contour link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer did not have access to the control solution during the call but the meter information was provided. No product is expected to be returned for evaluation.